Event description:
Additional information recieved and stated that the event occurred before the procedure, when the product was opened.

Manufacturer narrative:
Additional information was provided in b.5., h.3., h.6. And h.11. Based on the information received following the submission of the initial report, this event does not meet criteria for reporting as a malfunction as the event is noted before procedure when the product was opened. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This report originally filed as 9612169-2026-00054. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, the optics were scratched and a back up lens was implanted. Additional information received and stated that there was no patient contact and no patient harm.